Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific bg value, and additional information regarding the event was not provided.

Manufacturer narrative:
Device not returned.